Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: reported issue: customer doesn't feel confident on utilizing these for the off hand chance they may malfunction. The common problem I am seeing is the button won't release to pull the needle back into the chamber and thread the catheter¿about 15% of the stock per box seems to be affected but they don¿t know which in a box has the issue. Injuries or adverse event: no. I¿m sorry. I do not have exact dates, but I know it has happened on multiple occasions with several of my employees over the 90 days.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received five sealed 20ga x 1.00in. Insyte autoguard bc units from lot number 4222726. All 5 units were inspected by breaking tip adhesion, slightly advancing catheter, and then activating the button. Each unit retracted successfully with no defects discovered. A visual inspection did not discover anything that could indicate potential retraction difficulties. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.